Event description:
It was reported that the patient presented to the hospital for a device upgrade procedure. The right atrial (ra) lead was explanted and replaced due to chronic noise oversensing, which resulted in inappropriate mode switch. The patient was in stable condition.